Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Tha was performed using other company's devices (primary surgery date is under confirmation). Because of loosening, revision surgery was performed and stryker's tha devices including exeter v40 stem were implanted (revision surgery date is under confirmation). On (B)(6) 2023, re-revision was performed due to loosening. While the implant replacement on the acetabular side was completed, the femoral implant replacement was postponed because of reamer broken. The surgeon told that about a month later, when the patient is ready for surgery, he will perform the surgery again and treat the femoral side.